Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook gunther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter in (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H2) corrected data. B1) previously listed as adverse event - corrected to product problem. H1) previously listed as serious injury - corrected to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 09/29/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2015 via the femoral vein due to deep vein thrombosis. Plaintiff is alleging device migration, infection at retrieval site. Plaintiff alleges with successful retrieval on (B)(6) 2016.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference #(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff allegedly received an implant on (B)(6) 2015 via the femoral vein due to deep vein thrombosis. Plaintiff is alleging device migration, infection at retrieval site. Plaintiff alleges with successful retrieval on (B)(6) 2016." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Impossible to comment on alleged "punitive damages". Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.